Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and the lead was returned in two sections. Resistance testing found one segment of the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted implant. During the implant procedure, this lead was connected to a competitor's pacing system analyzer, and impedances were within range. Once the lead was connected to the device, the impedances were out of range and greater than 2000 ohms. The analyzer was replaced and the connection was attempted numerous times. Ultimately, the lead was removed and replaced. The terminal pin was suspected to have contributed to the observations. No adverse patient effects were reported.